Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited noise. The device and competitor right ventricular (rv) lead had increased impedance measurements which resulted in a polarity switch. A revision procedure was performed and the device was removed. The competitor leads were tested through the pacing system analyzer multiple times and all measurements were appropriate. As a result, the physician elected to keep the leads implanted. The lead measurements remained appropriate with the new device connected. No additional adverse patient effects were reported.